Manufacturer narrative:
A field service engineer evaluated the analyzer on 08/15/2016, and confirmed that the wbc bath drain pinch valve vl12d, was broken, preventing the wbc bath from draining properly, contributing to sample dilution, affecting wbc and hgb parameters; the pinch valve for valve vl12d was replaced, resolving the event. The analyzer was then verified as operational, meeting published performance specifications. (B)(4). Patient demographic data (age, date of birth, gender and weight) were not provided by the customer.

Event description:
A customer reported that erroneous low wbc (white blood cells) and hgb (hemoglobin) results were recovered by a coulter lh 750 hematology analyzer for different patients which were run on the same day, compared to rerun results obtained on a coulter lh 500 hematology analyzer, which were reported as correct. Although erroneous results were reported out of the laboratory, there was neither death, serious injury nor change to patient treatment associated with this event.